Event description:
It was reported that, during an implant attempt, the guidewire could not be passed through the lead and stopped about 5 cm from the pin. A stylet was attempted to be passed with the same results. The lead was not implanted, nor introduced into the patient, rather another lead was successfully used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed; analysis revealed all conductors were distorted. There was damage at implant.